Event description:
Healthcare professional reported that a patient was injected with 2 syringes of skinvive¿ by juvéderm®. Three hours later, the patient reported ¿pain¿ in the left cheek with ¿changes in color and edema¿ on the dorsum of the nose and nasal tip. The patient was treated with 5000 unit of hyaluronidase and kencort 2 cc im. Patient sought treatment with another healthcare professional and ceased treatment with the injecting healthcare professional. Event status is unknown.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.